Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent radiofrequency ablation due to ventricular tachycardia at a different healthcare facility in early (B)(6). The patient was prescribed medications to control arrhythmia after the surgery. However, the patient still had ventricular tachycardia attack, which was treated by hv therapy delivered by the device. Later, the physician noted that the program-controlled instrument could not identify the parameters of the device. Review of remote transmissions of (B)(6) 2019, indicated that the device had reached elective replacement indicator (eri) prematurely. The patient presented for device change-out procedure. The device failed to be interrogated. Eventually, the device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. A longevity calculation was performed and battery depletion was found to be normal. The device was tested on the bench and no anomalies were found.